Event description:
It was reported that the customer was in the hospital in march for something else not diabetes related. The customer was sent back home and then back to the emergency room because he was getting sick and vomiting. The customer's blood glucose at time of admission was over 500mg/dl. The customer was still connected to the insulin pump, was stabilized and released. When the customer was taken back the second time she was disconnected. Troubleshooting was declined as customer is going to see his doctor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.